Event description:
It was reported that, a 19 yr post total hip was revised because of subsiding.

Manufacturer narrative:
Device not returned. No evaluation will be performed. If the device or additional info becomes available a supplemental report will be issued.